Event description:
Preoperative diagnosis adjacent level degenerative disk disease, l5-51, status post l4-5 fusion with solid arthrodesis brief history: patient had back pain and radiculopathy, had undergone l4-5 diskectomy and transforaminal interbody fusion and now had developed adjacent degeneration of l5-51 with mechanical low back pain and radiculopathy which was unresponsive to conservative treatment. (B)(6) 2010 it was reported that the patient underwent an anterior diskectomy, l5-s1, anterior interbody fusion, l5-s1, interbody instrumentation using perimeter cage, l5-s1, autologous local bone grafting augmented with infuse and progenics demineralized bony matrix. At this time, the patient also had previous instrumentation removed and a posterior procedure performed. Previous instrumentation was removed, and screws, including legacy and osteogrip, as well as rods were placed. Infuse, autologous morselized bone and progenix demineralized bony matrix to span the fusion mass of l4 to the facet joint of l.5-s1. During the surgery, an anterior annulotorny and a diskectomy was performed. The bony endplates were decorticated autologous bone harvested., this was test morsellized and mixed with the perimeter cage. The perimeter cage was inserted using catalyst in a controlled manner. An additional local bone graft and progeniex plus infuse was placed at the lateral aspect of the interspace and also anteriorly. Then the area was covered with gelfoam. (B)(6) 2013 the patient returned with preop diagnosis of lumbar spondylosis status post spinal fusion, l2-s1 with pseudoarthrosis, l2-l3 and l3-l4. Postoperative diagnosis: same. During the surgery, cages were filled with autologous bone and infuse and demineralized bony matrix. Cages were placed, and additional bone graft was placed on the left anterolateral aspect with a combination of demineralized bony matrix, and also autologous local bone. The patient's post-operative periods were marked by complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. The patient has reportedly experienced physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: anterior diskectomy, l5-s1. Anterior interbody fusion, l5-s1. Interbody instrumentation using cage, l5-s1. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix; for pre-op diagnosis of: adjacent level degenerative disk disease, l5-s1, status post l4-5 fusion with solid arthrodesis. Per-op notes: "..we went ahead and did an anterior annulotomy and a very thorough diskectomy. We went ahead and decorticated the bony endplates and harvested the bone for autologous local bone. This was test morcellized, mixed with rhbmp-2/acs, and was placed inside the cage. The cage was then inserted into the space using the catalyst instrument in a very controlled manner. Cage went in the ideal and stable position. An additional local bone graft and dbm plus rhbmp-2/acs placed at the lateral aspect of the interspace and also anteriorly. The patient tolerated the procedure well. There were no complications noted. The patient underwent intraoperative x-ray that showed the very ideal position of the perimeter cage on the lateral x-rays.." On (B)(6) 2010, patient underwent following procedure: removal of instrumentation, l4-l5. Exploration of fusion, l4-l5. Posterior spinal fusion, l5-s1. Posterior segmental spinal instrumentation, 5.5 mm rods regular screws at l4 and s1. Osteogrip screws at l5 l4-l5 and l5-s1. Bilateral foraminotomies of l5-s1. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bone matrix; for pre-op diagnosis of: adjacent lumbar degenerative disc disease l5-s1, status post l4-l5 fusion which showed arthrodesis with mechanical back pain and radiculopathy. Per-op notes: "..screws were then inserted, which are 6.5 mm x 35 mm screws, both with good bony bites at s1. Went ahead and re-instrumented l4 with screws with a size of 6.5 mm x 40 mm length screws. Again both screws went in with very good bony bite. So following the decompression and decortication of the area, went ahead and packed rhbmp-2/acs, autologous morselized bone and demineralized bony matrix to span the fusion mass of l4 to the facet joint of l5-s1. On the right side we did a facet fusion at l5-s1. The patient tolerated the procedure well and there were no complications noted.." On (B)(6) 2012, patient underwent following procedure: removal of instrumentation, l4-s1 . Exploration and fusion, l4-s1. Posterolateral fusion, l2-l4. Posterior segmental spinal instrumentation using spinal instrumentation, 5.5 millimeter rods from l2-l3, l3-l4, l4-l5, and l5-s1. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix; for pre-op diagnosis of: lumbar spondylosis, adjacent level, with stenosis and retrolisthesis l2-l3, l3-l4, status post spinal fusion from l4-s1. Per-op notes: "..a longitudinal midline incision was then made from l2-s1. At this juncture we proceeded in doing a posterolateral fusion and not pursuing a transforaminal interbody fusion since we had good bony surface for fusion at the fusion mass bilaterally, opted the transverse process of l2 and also some bony surface in the facet joints. We did a fusion by applying a combination of rhbmp-2/acs, autologous local bone harvested from the decompression, and also demineralized bony matrix. The patient tolerated the procedure well. There were no complications noted.." On (B)(6) 2013, patient underwent following procedure: anterior discectomy, l2-l3 and l3-l4. Anterior interbody fusion, l2-l3 and l3-l4. Lnterbody instrumentation using novell cage l2-l3 and l3-l4. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bone matrix; for pre-op diagnosis of: lumbar spondylosis status post spinal fusion, l2-s1 with pseudoarthrosis l2-l3 and l3-l4. Per-op notes: ".. The approach was a left-sided retroperitoneal approach and following exposure of the disc space at l2-l3 and l3-l4, intraoperative x-rays were taken. We then decorticated the bony endplates and were able to harvest a copious amount of autologous local bone from the decortication. Then filled the appropriate size cages with autologous local bone, rhbmp-2/acs and demineralized bony matrix. We then inserted the cage into the disc space after confirmation of the sites using trials. The size of the cages were 12 millimeters in anterior height with a lordotic angle of 12 degrees and a medium footprint. Cage went in, in a very stable manner in the ideal position within the interspaces of l3-l4 and l4-l5. Additional bone graft was placed on the left anterolateral aspect with a combination of demineralized bony matrix, and also autologous local bone. The patient tolerated the procedure well. There were no complications noted.."